Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was too tight. A surgical procedure was performed to remove and replace the cuff. No patient complications were reported.